Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported that the pump will no longer vibrate. No adverse event alleged.a request was made for the return of the device.